Event description:
It was reported that during a hartmann procedure, the device deployed and formed only the first 1/3 of the staples but cut completely. There were no anomalies noticed during preparation and placement of the device. This issue occurred at the second firing of the device.

Manufacturer narrative:
(B)(4): information unavailable.